Event description:
It was reported to philips that the system's flexvision monitor went blank. The user performed a reboot; however, it was unable to turn back on. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. Based on the additional information collected, the procedure was completed using another monitor without any delay. The philips field service engineer (fse) examined the system on-site and confirmed that the flexvision monitor had gone blank. During troubleshooting, the fse identified an issue with the media wall despite proper power supply. A review of the log file also confirmed that the flexvision monitor went blank. To resolve the issue, the fse replaced the media wall. The system was then returned to use in good working order. The codes were updated based on investigation outcome.